Manufacturer narrative:
H.6. Investigation: one used primary set, model 2426-0500 lot 20053383, was received by the customer for investigation. A spiros connector from ICU medical and a 250ml bag of 0.9 normal saline was also received. Upon visual inspection, it could be observed that tubing was disconnected from the upper fitment. No other defects were observed. The customer's complaint that IV tubing broke off was verified. A device history record review for model 2426-0500 lot number 20053383 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on tubing separated from the upper fitment engagement component. It could be identified that the solvent had not been applied to the tubing during the assembly process.

Event description:
It was reported that a gem v/nv ckv 3 ss 20dp 20pk had component separation during use. The following was reported by the initial reporter: "it was reported that upon collected IV tubing to dispose of, the IV tubing broke off at the safety clamp. Event description per attached email states: "yet again we had a product fail. No patient harm. Reported that upon collected IV tubing to dispose of, the IV tubing broke off at the safety clamp. The solution that was being used was 250ml sodium chloride 0.9%."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a gem v/nv ckv 3 ss 20dp 20pk had component separation during use. The following was reported by the initial reporter: "it was reported that upon collected IV tubing to dispose of, the IV tubing broke off at the safety clamp. Event description per attached email states: "yet again we had a product fail. No patient harm, reported that upon collected IV tubing to dispose of, the IV tubing broke off at the safety clamp. The solution that was being used was 250ml sodium chloride 0.9%."